Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting, fse replaced the one-phase control board fuse to resolve the issue. Later, fse found the uninterrupted power supply (ups) controller was defective and replaced it. The cause of the ups data integrity controller failure was determined by the supplier's part analysis to be damage from the unit overheating and causing melting damage. After the replacement of the ups one-phase data integrity controller, the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system does not turn. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the uninterruptable power supply (ups) which resolved the issue. The device was returned to use in good working order.